Event description:
The husband reported that the customer was having seizures and took her to the emergency room. It was stated that the customer had a chest x-ray and a cat scan. The customer's blood glucose was reading low. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.